Event description:
Reported due to inability to remove device requiring surgical procedure. Reportedly, the physician attempted to cross a lesion in the left carotid arty with a barewire, but the wire would not cross. A second barewire was used and successfully crossed the lesion. The emboshield embolic protection device was advanced and deployed but the physician felt that it was "too low" and needed to be advanced "another three (3) or four (4) mm." He electively chose to use a guidant 4 x 15mm viatrac balloon (uninflated) to advance the filter to the desired position. However, the emboshield filter and the balloon became "locked onto the wire" and could not be removed from the patient. After "several attempts with various guide catheters," a vascular surgeon was consulted. The patient was taken to surgery for a cut-down and removal of the device. An endarterectomy was performed and the patient was released from the hospital the following day. At last report, the patient was doing "fine." The patient's hosptialization was not prolonged as a result of this event.